Event description:
A report was rec'd stating that the tracheostomy tube was found leaking at the cuff after an unknown amount of time in situ. The device was replaced. No incident related medical sequela was reported.

Manufacturer narrative:
Smiths medical has rec'd the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a f/u report detailing the results of the evaluation once it is completed.